Manufacturer narrative:
(B)(4). Device evaluation summary: pump analysis found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving hydromorphone (3 mg/ml at 1 mg/day) and bupivacaine (30 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient had called the on-call physician over the weekend of (B)(6) and stated that he was hearing his pump alarm and that he was not feeling well and had been in and out of the hospital since (B)(6) with what he now understood were symptoms of withdrawal. The patient went to the pain clinic on (B)(6) 2016 and the nurse confirmed that the pump motor had stalled. The pump was alarming and logs indicated that there were motor stalls in (B)(6) as well. The pump was replaced. No rotor or dye studies were done. Intraoperatively the physician was able to aspirate clear csf (cerebrospinal fluid) from the existing catheter, so the existing catheter was not changed. The drug from the old pump was transferred to the new pump. Post-operatively the physician restarted the new pump at 0.5 mg of dilaudid per day which was a 50% decrease from his dose prior to the replacement. He also gave the patient a ptm (personal therapy manager) and gave him 6 boluses per day of 0.07 mg/1 every 2 hours as needed. The patient was kept in the hospital overnight for observation and discharged on (B)(6) 2016. The patient status was reported as "alive - no injury"; the patient recovered without sequela. The issue was resolved. The pump logs indicated a motor stall occurred (B)(6) 2016 at 22:26 with a stopped pump may exceed tube set message on (B)(6) 2016 at 22:26 and a motor stall recovery occurred message on (B)(6) 2016 at 16:03. The pump stalled again on (B)(6) 2016 at 13:53 and recovered the same day at 18:58. The pump stalled again on (B)(6) 2016 at 04:47 with a stopped period may exceed tube set message on (B)(6) 2016 at 04:47 and no recovery was noted.